Event description:
It was reported that the swan ganz bipolar pacing catheter did not pace, during use. Only limited details were provided. The exact date of the occurrence is unknown. There was no patient injury. Patient demographics were requested and not provided. There was no report of inappropriate patient treatment.

Manufacturer narrative:
The device was returned for evaluation. The reported issue that the device would not pace was confirmed. Continuity testing confirmed a full open condition in both distal and proximal circuits. The catheter body was cut down to expose the pacing lead wires. The distal wire was damaged at the solder. The proximal wire was broken near the distal tip. The insulation was not present on the lead wire at the damaged location. The device balloon inflated clear and concentric with 1.3 cc of air. It remained inflated for five minutes without leakage. There was no visible damage observed from the catheter, balloon or windings. An engineering evaluation was initiated. Based on the product evaluation results there is no evidence that supports or confirms the issue is associated with a manufacturing or design defect. As part of the manufacturing process 100 percent of the units go through an electrical inspection process. The instruction for use provides direction for preparation techniques and insertion procedure steps as a guideline and an aid for the physician. A precaution is given to avoid forceful wiping or stretching of the catheter during testing and cleaning so as not to break the electrode wire circuitry. Proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires. Care should be taken when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The device history record review could not be completed as the serial lot number is unknown.